Event description:
It was reported that the patient presented for a follow-up clinic visit. During the evaluation, the pacemaker was noted to be in backup vvi mode. Attempts were made to restore normal device function; however, the restoration attempts were unsuccessful. Consequently, the pacemaker was explanted and replaced. The patient remained in stable condition throughout the procedure.